Event description:
Patient's meter was reading inaccurately erratic. They reported approximately 10 days prior to calling they received a "30 mg/dl" and a "163 mg/dl" 2 to 3 minutes later. No symptoms were reported. There was no adverse event or serious injury. There was no medical care sought from a health care professional. The customer service representative was unsuccessful at walking the patient though viewing the results reported in the meter memory because it kept prompting "error 2". The error message may have been caused by using a used test strip, the "c" button may have been depressed during test strip insertion, or temporary or permanent electronic problems. The meter would prompt the error message upon insertion of a test strip. The customer service representative replaced the patient's meter due to an unresolved error message.